Event description:
It was reported that the left ventricular (lv) lead had dislodged. A lead revision was performed in which the lv lead was explanted and replaced. Physician noted that there was blood inside the inner lumen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor and visual summary analysis of the lead indicated it was damage at implant. (B)(4).